Event description:
Reporter alleged obtaining discrepant blood glucose values in the 200s mg/dl back to back with a result in the 500s mg/dl when testing was performed 2 minutes apart on the advantage system. No actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.